Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information indicates that the material looks like a piece of phaco tip and not an actual piece of phaco tip.

Manufacturer narrative:
One opened cannula needle in a vial was returned for evaluation for the report of foreign material in the eye that was found at the end of surgery and then was removed. The foreign material was removed from the eye with the cannula needle. No phaco tip was returned; therefore, the condition of the complaint product item could not be verified. Photos were returned with the complaint file. Four photos returned with the complaint file were reviewed. Photo 1 show a cannula product with a needle contained within a vial. Phaco two shows a close up of the cannula needle and does indicate some unknown foreign material within the needle. Photos 3 and 4 also shows unknown particles identified within the cannula tubing. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The needle containing the foreign material was sent to the particulate lab for analysis. One black and one beige particle was found to be present within the cannula needle. The black material was determined to be carbon, oxygen, aluminum and silicon. The identity of this black particle is unknown. The beige material was identified as carbon, oxygen, sodium, phosphorous, chlorine, and potassium, these elements are usually identified primary as dried salts. The evaluation does confirm the presence of foreign material present within the needle returned. Because a phaco tip sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Phaco tips are made out of titanium. The composition of the two particles do not point to the phaco tip as the particle compositions were not identified as a metal. The foreign material identified elements also are not present within the manufacturing process for a phaco tip. The source of the two foreign material cannot be determined from this evaluation except to indicate the one particle had elements identified as dried salts. No specific action with regard to this complaint was taken by the manufacturing facility because the root cause for the origin of the foreign material cannot be determined for the evaluation. The titanium phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a piece of tip was mixed in the patient's eye after the procedure. A second procedure was performed to remove the foreign material with no patient harm.